Manufacturer narrative:
Load cell. Failed nut in lift motor.

Event description:
It was reported by service report that the bed scale was giving an inaccurate reading and the lift was drifting down. No pt involvement or adverse consequences are reported.